Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed a significant drop in right ventricular (rv) amplitude. The patient was being 100% paced shortly after implant. Farfield signals from the atrial channel were being sensed. The local field representative did not have any further information regarding this event. The lead remains in service.